Manufacturer narrative:
(B)(4).in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Dyspareunia. It was reported that the physician began to treat the patient on (B)(6) 2009 for post operative symptoms including erosion, pain from navel to her legs, dyspareunia, and has had numerous procedures to remove the mesh. No additional information was provided at this time.

Event description:
It was reported via a maude event report that a patient underwent an obturator sling procedure on (B)(6) 2009. The patient is experiencing tape rejection and or nerve damage and is in constant pain in the stomach, groin area and inner thighs. The patient is unable to work and is on long term disability. The patient was placed on pain and nerve medications which are ralivia, cymbalta, and endocet. The patient will have the center section of tape removed by a physician. The sides of the mesh cannot be removed.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat stress urinary incontinence and a cystocele. The patient underwent the concurrent procedure of anterior repair during mesh implantation. It was reported that the patient experienced pelvic pain and underwent cystoscopy [no evidence of erosion] on (B)(6) 2009. It was reported that the patient experienced voiding dysfunction, urinary retention and pain. The patient underwent cytoscopy on (B)(6) 2010. It was reported that the patient experienced pelvic pain and underwent cystoscopy as well as mesh removal on (B)(6) 2011. (B)(6) [anterior repair]. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This medwatch report is in response to receipt of maude event report (B)(4).

Manufacturer narrative:
.

Manufacturer narrative:
It was reported that the patient died on (B)(6) 2016. Cause of death ¿ cancer.